Event description:
It was reported that the patient was hospitalized in (B)(6), (B)(6), and (B)(6) 2001 for nausea and vomiting. It was noted that the events were not ¿device related.¿ the patient reportedly was hospitalized in (B)(6) and (B)(6) 2001 for nausea and vomiting, but follow up with the healthcare provider determined that the patient was admitted to the hospital for dehydration. It was noted that the adverse event onset date was (B)(6) 2001. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 4301-35, serial# (B)(4), product type: lead. Product ID 4301-35, serial# (B)(4), product type: lead. Correction: initial medwatch reported in error - should not have been reported. Additional information from the healthcare provider reported that the hospitalizations for nausea, vomiting, and dehydration in (B)(6) 2001 were not considered to be related to the device. Therefore, this does not meet definition of a complaint and should not have been reported.